Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away in his sleep on (B)(6) 2016. A certificate of death was provided and listed the cause of death as diabetes mellitus and hypertensive cardiovascular disease. The patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number stk-gl-001/serial number (B)(4)/lot number 5134489) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A data log was downloaded and reviewed. During log review, there were gaps observed; however, it is unrelated to the event. A second receiver (part number stk-gl-001/serial number (B)(4)/lot number 5047830) the device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded log did not observe anything related to the event. A transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5205211) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the event. In addition to the returned devices, two universal serial bus (usb) cables (lot number 2120378 and lot number 2119232) were returned for evaluation. Both cables were visually inspected and no defects were found.